Manufacturer narrative:
Additional narrative: this information was not provided during initial report. Additional information has been requested. Subject device has not been removed from the patient. No investigation can be performed, no conclusion can be drawn as device has not been returned. Synthes is unable to determine the manufacture date without a lot number.

Event description:
A 1.3mm ti t-plate broke post-operative. Plate was implanted for a closed fracture neck of the metacarpal bone/right little finger metacarpal fracture, rotated and angulated, distal communication. Four weeks post operative patient had a large callus bump on the dorsum of her hand and was already playing the piano. Six weeks post operative patient indicated she has been playing octaves and '9's' and continues to have large bump on the dorsum of her hand. X-ray revealed broken plate. Patient placed in a galveston splint. Broken plate remains in the patient.